Event description:
It was reported by medical staff that a patient at home experienced a controller exchange due to a broken pin in power port 1. There were no reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller failed external visual inspection as result of a damaged pin on port 1. The damage prevented battery from making a proper connection. This damage was most likely caused due to an improper handling of the controller. The reported event was confirmed visually. Analysis of the device revealed that the device failed to meet specifications; the device failed visual and functional examination due to a bent pin on port 1. The device was related to the reported event. The confirmed device malfunction is related to the reported event. The most likely root cause of the failure is improper alignment of the connectors and applying pressure while trying to connect. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. (B)(4).